Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer recalled experiencing an issue using u by kotex click regular in (B)(6) 2018. Upon removal, tampon unraveled and fell apart into two pieces. Consumer saw the doctor, who did not detect any remaining pieces. Consumer has an ongoing history of bacterial vaginosis since (B)(6) 2017. Consumer has symptoms of discharge and odor and will continue to seek care.